Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's blower assembly, blower bellow seal and machine flow sensor were found to be contaminated and were replaced to address the issues.